Event description:
It was reported that an occlusion alarm occurred. There was no reported impact to the customer's blood glucose level. The customer acknowledged the alarm and resumed insulin therapy.